Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, ventricular fibrillation (vf) and pre-syncopal episodes. The right ventricular (rv) lead exhibited high rate non-sustained episodes, short v-v, impedance, oversensing/noise, inhibited pacing due to noise and inappropriate shocks. It was additionally noted that the right atrial (ra) lead exhibited oversensing. Both the rv and ra leads were reprogrammed. Later the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.